Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not recognized after power outage. A field service engineer shut down the station for a few minutes and then powered it back on. After the restart, all drawers came online. The customer tested the system successfully, and the drawers were being detected properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a hardware failure occurred and the drawer was not recognized. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.